Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter non patient needle separates from the holder. The following information was provided by the initial reporter: "material no. 367290, batch no. 0120196. It was reported that the plastic end of the bd needle split off inside a patients arterial port. Per email: a user facility nurse reported via fax that the plastic end of the bd needle split off inside of a patient's arterial port when trying to remove the vacutainer from the port after drawing labs. The broken end was removed with alcohol pads, tourniquet, and pliers."